Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's stated problem was verified. Testing and inspection of the pump, the device failed upstream occlusion high pressure calibration test. Further investigation and found that the upstream occlusion sensor was inoperable and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gives an erratic latch error even when the cassette is fully latched. There was no reported adverse event.